Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the lead component of the trial patient¿s external neurostimulator (ens) ¿fell¿ from the vertebral body. It was unsure exactly when this occurred. The patient then had the lead repositioned in the o.r. On (B)(6)2014. The patient was able to feel stimulation to their low back area where they needed it. It was noted that the trial leads were then removed on (B)(6) 2014. The patient stated that they received 20% pain relief during the trial and would not be moving on to the permanent implanted device. If additional information is received, a follow up report will be sent.